Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they called ambulance and customer was hospitalized at intensive care unit for diabetic keto acidosis on (B)(6) 2021. Blood glucose reading was 700 mg/dl. The customer stated they had symptoms such as nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip at the hospital. Auto mode feature was not active at the time of incident. The customer alleged that insulin pump was under delivering insulin. The insulin pump will be and reservoir will not be returned for analysis.